Event description:
(B)(4). I had essure implanted (B)(6) 2005. Paid for by (B)(6) and pushed on me by my implanting doctor as the latest and greatest with no side effects! Ha! Sometimes in 2006 I had to make an ER visit twice within a week's time for a migraine that lasted over a week that would not stop. I had several horrible migraines that year and had never had migraines before. Since getting essure I have 2 and 3 menstrual cycles per month with heavy clotting. I've lost all libido and have had zero desire for sex starting within 1 year of getting essure and it continues to this day. I have pain and swelling all the time. I have zero energy. I am constantly fatigued. I was diagnosed with rheumatoid arthritis 3 years ago as well.